Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, of an introducer needle broken from the applicator during insertion of the sensor. The insertion site was at the abdomen. No additional event or patient information is available. No product was provided for evaluation. The reported event of an introducer needle broken from the applicator could not be confirmed. A root cause cannot be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.

Manufacturer narrative:
(B)(4).